Event description:
New information received notes that the patient was recently forced to undergo another surgery to secure the previously capped lead, as it was migrating inside the pocket.

Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy due to noise. The patient's rhythm was then accelerated into vt/vf. A decrease in impedance was noted since last device interrogation. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.